Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-02247). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported the patient received an alert for eri. Review of battery voltage trend showed a drop and then recovered at a stable level. Two months later, the battery voltage had dropped again and subsequently reached eri. The device was explanted and replaced. Patient was fine post-procedure.